Event description:
It was reported that after the patient fell and broke their ankle, the patient began feeling zaps in their buttocks at their battery site. The patient reached out for assistance with adjusting stimulation after they experience incontinence while not being able make it to the restroom due to their ankle injury. The patient had not felt the zaps for a few hours prior to contacting the representative. Stimulation was increased by one level and felt in their buttocks. The patient was instructed to call the field representative if the zaps came back, for another reprogramming. The patient called back at a later date, stating the zaps were on the opposite side of the implant site. The patient felt the zaps in the middle of their left buttock and the battery is on the right side. The program was changed to p2 l4 and stimulation was felt by the patient. The zaps were not as strong and were lower on the buttock. The patient was again instructed to call back and did so to report that the zaps went away after a few days. The patient still experiences incontinence related accidents due to their ankle injury and medical equipment. The field rep instructed the patient to call back after another 5 weeks when they are better so that stimulation can be fixed. The patient reached out after 5 weeks to turn up the stimulation, but upon connecting, there was a red and green light on the bottom of the remote. Swapping programs would not allow increases in stimulation. The clinician programmer (cp) showed an error, so the field representative cleared the error. The patient was sent to take x-rays. The patient's therapy is currently turned off due to high impedances. The patient went to their follow-up appointment and saw the implanting physician assistant (pa). The patient had both ins and lead removed and a revision device was re-implanted on the same day on (B)(6) 2025. As of (B)(6) 2025, the patient is doing well.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, neurostimulator: (B)(4). Block h11: investigation results: this investigation is assigned a most probable conclusion code of cause traced to component failure. This conclusion was selected because the reason for zapping sensation near their buttock and implant site was most likely determined to be a fractured lead from the visual inspection and the analysis of the available information. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that the fractured lead was the most probable cause of the complaint/event. Based on the results of this complaint investigation, escalation beyond a complaint is not necessary.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, neurostimulator: (B)(4).

Event description:
It was reported that after the patient fell and broke their ankle, the patient began feeling zaps in their buttocks at their battery site. The patient reached out for assistance with adjusting stimulation after they experience incontinence while not being able make it to the restroom due to their ankle injury. The patient had not felt the zaps for a few hours prior to contacting the representative. Stimulation was increased by one level and felt in their buttocks. The patient was instructed to call the field representative if the zaps came back, for another reprogramming. The patient called back at a later date, stating the zaps were on the opposite side of the implant site. The patient felt the zaps in the middle of their left buttock and the battery is on the right side. The program was changed to p2 l4 and stimulation was felt by the patient. The zaps were not as strong and were lower on the buttock. The patient was again instructed to call back and did so to report that the zaps went away after a few days. The patient still experiences incontinence related accidents due to their ankle injury and medical equipment. The field rep instructed the patient to call back after another 5 weeks when they are better so that stimulation can be fixed. The patient reached out after 5 weeks to turn up the stimulation, but upon connecting, there was a red and green light on the bottom of the remote. Swapping programs would not allow increases in stimulation. The clinician programmer (cp) showed an error, so the field representative cleared the error. The patient was sent to take x-rays. The patient's therapy is currently turned off due to high impedances. The patient went to their follow-up appointment and saw the implanting physician assistant (pa). The patient had both ins and lead removed and a revision device was re-implanted on the same day on (B)(6) 2025. As of on (B)(6) 2025, the patient is doing well.